Manufacturer narrative:
The initial event description was unclear on whether the valve or the entire shunt system was explanted. During analysis of the returned product, it was discovered that the catheter was explanted. There was crystalline debris inside the returned catheter. No other anomalies were found. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that there was an occlusion in the valve and the patient did not feel well.